Event description:
Incident reported as: the clamp locked during use and clips did not go down. No pt injury or intervention reported.

Manufacturer narrative:
Sample requested for eval. Sample not received at time of this report. Investigation results not available at time of this report.